Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that during use with a bd syringe 5ml ll the needle tip broke off. There was no reported patient impact. The following information was provided by the initial reporter: the field/surgery complaint that we received was in regard to the tip of the needle breaking off during surgery.

Manufacturer narrative:
Date of event: unknown. Initial reporter state: address information was not able to be obtained. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd syringe 5ml ll the needle tip broke off. There was no reported patient impact. The following information was provided by the initial reporter: the field/surgery complaint that we received was in regard to the tip of the needle breaking off during surgery.